Event description:
The customer reported that when they press the charge button in operational check the unit locks up.

Manufacturer narrative:
(B)(4). The customer reported that when they press the charge button in operational check the unit locks up. The device was evaluated at philips. The symptom was verified. Replacing the processor pac resolved the issue.